Event description:
While trying to initialize the probe they received an error code (no code noted). They change probes and completed the case eith no consequence to the patient. Probe being sent back for analysis.